Event description:
It was reported that during the procedure, the subject stent retriever broke off in the patient's brain. The procedure was not completed successfully and the stent was left inside the patient's anatomy. The medical intervention performed and adverse consequences due to this event are currently unknown. The patient condition is stable. No further information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu and continuous flush was maintained throughout the procedure. In the case of this complaint, it is probable that anatomical factors encountered during the procedure contributed to the stent retriever breaking and being left behind in the patient. An assignable cause of procedural factors will be assigned to the reported and analysed events since these issues appear to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the subject stent retriever broke off in the patient's brain. The procedure was not completed successfully and the stent was left inside the patient's anatomy. The medical intervention performed and adverse consequences due to this event are currently unknown. The patient condition is stable. No further information is available.